Manufacturer narrative:
Investigation summary: no samples or photos were provided; therefore, a sample analysis can¿t be performed, and the symptom reported by the customer can¿t be confirmed. There's no reported issues during production and inspection of this lot. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 31367 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the investigation carried out and with no sample to be analyzed the symptom reported by the customer can¿t be confirmed; anyway, the symptom reported by the customer is confirmed. This lot was produced for 0.179mm units; therefore, the cpm is 5.5; we will continue monitoring this product and lot. Root cause description: based on the investigation carried out and with no sample to be analyzed the symptom reported by the customer can¿t be confirmed. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that 14 17 g bd blunt plastic cannulas were broken/bent. The following information was provided by the initial reporter: "bent cannulas."